Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd slip tip syringe with the bd precisionglide¿ needle was found skewed before use. The following information was provided by the initial reporter, translated from (B)(6): "after opening 10ml syringe, the plunger was found to be skewed, and the syringe was changed immediately. The syringe was not used on the patient and no harm was caused".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301945 and lot number 1907189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no issue could be identified and therefore, an exact cause could not be determined for this reported defect.

Event description:
It was reported that the plunger in the bd slip tip syringe with the bd precisionglide¿ needle was found skewed before use. The following information was provided by the initial reporter, translated from chinese: "after opening 10ml syringe, the plunger was found to be skewed, and the syringe was changed immediately. The syringe was not used on the patient and no harm was caused".

Event description:
It was reported that the plunger in the bd slip tip syringe with the bd precisionglide¿ needle was found skewed before use. The following information was provided by the initial reporter, translated from (B)(6): "after opening 10ml syringe, the plunger was found to be skewed, and the syringe was changed immediately. The syringe was not used on the patient and no harm was caused".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.